Event description:
Event occurred regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was stated in the report that there was a leakage at the filter vent during infusion. There was patient involvement.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
D9 - date returned to MFR: 2apr2026. Investigation summary received one (1) used. List #14687-15, primary plum set and one (1) used. List #unknown, bag spike adapter with spiros for inspection. As received, the filter was wetted out. The set was leak tested per specifications and leakage was observed. The complaint of a leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.